Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model imtec30 cartridge tip was too narrow for lens to get through. There was no patient involvement. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 03/06/2019 device returned to manufacturer? Yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Other 4 sealed units were returned and were observed in good condition. The sample was observed under the microscope and scarce amount of viscoelastic was observed at the cartridge. Dfu (direction for use) states to completely fill the viewing window with ovd (ophthalmic viscosurgical device). There were no damages observed on the cartridge. The intraocular lens (iol) was observed stuck in the cartridge. The customer's reported issue was not verified however, a stuck in cartridge was confirmed but it could not be determined if the condition observed is related to manufacturing process as the reported device was handled and prepared for surgical procedure. The condition reported as cartridge tip too narrow, could be related to the lack of lubricant observed. Based on the sample returned, a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.